Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: following company internal review, correction was performed in evaluation codes. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported perforation of organs (interpreted as uterine perforation) and migration of implant. She underwent a hysterectomy (surgery to remove essure) approximately 3.5 years after essure insertion. Heavy bleeding (interpreted as genital bleeding) was also reported. These events are anticipated in the reference safety information for essure. This legal case was received with limited information. The exact date and mechanism of the migration/perforation was not specified. Despite the limited information, given the nature of these events, causality with essure cannot be excluded. Genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. A contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain, device dislocation (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dyspareunia ("painful sex"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain lower ("severe cramps"), anxiety ("anxiety") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, migraine, abdominal pain lower, anxiety and feeling abnormal outcome was unknown. The reporter considered uterine perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, migraine, abdominal pain lower, anxiety and feeling abnormal to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported perforation of organs (interpreted as uterine perforation) and migration of implant. She underwent a hysterectomy (surgery to remove essure) approximately 3.5 years after essure insertion. Heavy bleeding (interpreted as genital bleeding) was also reported. These events are anticipated in the reference safety information for essure. This legal case was received with limited information. The exact date and mechanism of the migration/perforation was not specified. Despite the limited information, given the nature of these events, causality with essure cannot be excluded. Genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. A contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, cervix inflammation, endocervical squamous metaplasia, dysmenorrhoea and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain lower ("severe cramps"), anxiety ("anxiety") and feeling abnormal ("brain fog"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, migraine, abdominal pain lower, anxiety and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, migraine and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3, on both the sites. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, cervix inflammation, endocervical squamous metaplasia, dysmenorrhoea and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain lower ("severe cramps"), anxiety ("anxiety") and feeling abnormal ("brain fog"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, migraine, abdominal pain lower, anxiety and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, migraine and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3, on both the sites. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative.. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: lot number, lab data, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.